Event description:
It was reported that the device was used for three times. After the procedure was completed, the fiber was checked, and black spots were found. No patient complications were reported. After evaluation a connector fracture was identified.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was no light from the connector, indicative of a connector fracture. There was no aiming beam observed. It was also identified that the fiber tip was degraded. Slimline fibers are consumable devices and are expected to experience tip degradation due to normal use. No black spots were identified at the fiber face however a connector fracture and burn marks were observed on the face of the connector. With all the available information, boston scientific concludes that the reported observation of black spots was not able to be confirmed. The black spot allegation was not detected. However, a connector fracture was identified during product analysis. It is probable that fracture occurred due to procedural handling or during set up.